Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 06/24/2016 that the customer experienced an issue with an enteral feeding pump. The customer reports rate issue; under feeding. Issue was found during routine testing. Intended/delivered rates are unknown. No patient harm. No further information available.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit underfeeding. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.